Event description:
The patient's mother reported the infusion device does not properly display a1 (cartridge low) alert or e1 (cartridge empty) error. On (B)(6) 2010 at 8:00 am, the patient's blood glucose measured 119 mg/dl and the patient ate and bolused 8 units of insulin through the infusion device. At 12:10 pm, the patient's blood glucose measured 294 mg/dl and she ate and bolused 8 units of insulin. At 6:30 pm the patient's blood glucose measured 329 mg/dl and the patient ate and bolused 8 units of insulin. The patient tested positive for ketones and bolused 10 units of insulin and her blood glucose was over 600 mg/dl. She changed the infusion site and at 11:00 pm, her blood glucose measured 531 mg/dl. She vomited and felt very sick. On (B)(6) 2010 at 1:00 am, her blood glucose measured 518 mg/dl and she bolused 14 units of insulin. She again tested positive for ketones. At 2:45 am, her blood glucose measured 518 mg/dl and she bolused 22 units of insulin. At 4:30 am, her blood glucose measured 503 mg/dl and her mother found the insulin cartridge was empty. The patient's normal blood glucose range is 70-120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.